Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens requested the message logs for investigation which to date have not been received. The cause of this event is unknown.

Event description:
The customer reported a false positive ctni result when tested on two stratus cs analyzers. There was no report of injury due to this event.

Manufacturer narrative:
G1: contact office - name/address: updated contact information. Siemens requested the message logs but they were unable to be provided. Siemens healthcare diagnostics has identified an issue with ctni results when using the stratus cs ctni acute care testpak. It appears this complaint is related to this issue. Siemens has issued an urgent medical device correction (poc 19-014 a.us) to inform customers of these issues.